Manufacturer narrative:
The customer returned the contour next link 2.4 meter. The returned meter was tested with the in-house test strips from lot #s 8gpeb05a and 8gpeg05b, since the lot # in question i.e. 8gped05b is not valid. All readings were within the expected range. Has been updated with the correct lot #.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Customer's age and weight are unknown.

Event description:
The customer from (B)(6) reported that she obtained a blood glucose reading in euglycemic range on a contour next link 2.4 meter. The customer indicated that the euglycemic reading did not match her hypoglycemic symptoms. She was dizzy and fainted. This is when the customer noticed that the difference between her contour next link 2.4 meter and another meter was 1.2 mmol/ l. The customer took glucose tablets and recovered. Since the hypoglycemic event, the customer compares the readings between the contour next link 2.4 meter and another meter and sees differences of 1 to 2 mmol/l in normal glucose ranges. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer.